Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for gel defect and additive abnormality was observed. Additionally, (B)(4). This complaint has been confirmed for the indicated failure mode gel defect and additive abnormality. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes that an unspecified number of tubes had "melted" gel smearing the inside of the tube. There was no health impact or consequence reported.